Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: b5, d1, d2a, d2b, d4 model #, d4 serial #, d4 primary UDI number, g4, h6 component code. The device was not returned to olympus for inspection, however, technical assistance (tac) provided remote troubleshooting, and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information has been provided and the device malfunction involved clv-180, not cv-180 as previously submitted in the initial mfg report 3002808148-2024-39030.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The device was switched to emergency ac power supply and ac main outlets and also swapped the clv-180¿s power cord with a known reliable replacement. The unit still could not be powered on. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had no image and power lost. The issue was found during a diagnostic colonoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.